Manufacturer narrative:
On (B)(6) 2018. On 10jan2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during use the ventilator screen went blank but the ventilator continued to ventilate. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 21jan2019. Date rec'd by MFR: 18jan2019. The customer declined repair/service of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.